Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Facility name and contact details were not provided in the medwatch, therefore the device has not been requested. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Mw5078405; (B)(4).

Event description:
It was reported that powerglide catheter broke off in the pt's arm when being advanced. It was noted that there was 2.5 cm missing and retained in the pt's arm requiring surgical removal.